Event description:
It was reported that on (B)(6) 1995: patient presented for consultation on mass, left maxillary sinus. Patient also had numbness involving the left side of the head, check, temporal, face for about a year. Patient was also snoring much worse than he was. Patient reported trouble breathing through the left naris. Patient had eeg that showed some minimal changes. Patient had MRI which showed a mass in the left maxillary sinus. Patient said left ear pops sometimes and occasionally he would gag for no problems. Diagnoses: mass, left maxillary sinus, probably cystic; deviated nasal septum with obstruction; hypertrophy, right inferior turbinate, compensation hypertrophy. (B)(6) 1999: patient presented with stomach pain and discomfort. Assessment: persistent dyspepsia. (B)(6) 2000: patient presented for follow up on weight related issues. Assessment: reflux esophagitis better. Obesity improving. (B)(6) 2000: patient presented with some left sided facial numbness. Assessment: left-sided facial numbness and pain. Possible sinus polyps. (B)(6) 2000: patient underwent CT sinuses without contrast due to left facial pain. (B)(6) 2000: patient presented with left facial numbness. Patient underwent blink reflex study. Patient also underwent brainstem auditory evoked responses.(B)(6) 2000: patient presented with left facial numbness and headache. Patient described these as dull bilateral or unilateral headaches occasionally severe. Patient recently noted diplopia on far left gaze. Patient underwent mental status examination and motor examination. Patient underwent intracranial mra. Conclusion: normal intracranial mra. Absent or hypoplastic posterior communicating arteries bilaterally. (B)(6) 2000: patient underwent color flow mapping, cw/pw doppler and echocardiogram 2d m-mode due to left facial numbness and tricuspid regurgitation. (B)(6) 2001: patient underwent lumbar myelogram post-op due to low back and bilateral leg pain. Patient also underwent CT lumbar spine post myelogram. (B)(6) 2003: patient presented for follow up with increased pain in back and legs. There was modest illness behavior foot. On physical examination, straight leg raise was negative. Patient had weakness in his right gastroenemius and soleus. Patient had some other weakness in his left extensor halluces longus. Patrick¿s test for intrinsic hip disease was positive on the left. (B)(6)2003: patient presented for follow up evaluation. Patient underwent MRI of the lumbar spine with or without contrast due to prior back surgery and bilateral leg pain. Conclusion: mild disc degeneration and a small annular bulge and annular tear at the l3-4 intervertebral disc level. Disc degeneration with a small annular bulge at the l4-5 intervertebral disclevel. Moderate to severe disc degeneration with bilateral facet arthropathy and a grade 1 spondylolisthesis at the l5-s1 intervertebral disc level. This produces mild to moderate bilateral foraminal narrowing. (B)(6) 2003: patient was admitted due to diagnosis of herniated lumbar di. Patient underwent CT lumbar spine without contrast due to chronic low back pain. Patient also underwent sp discogram lumbar due to chronic low back pain. (B)(6) 2003: patient presented for follow up evaluation. Patient had a lumbar discogram which showed pain at l3/4 and l4/5. (B)(6) 2003: patient presented with low back pain and bilateral leg pain. Patient described numbness primarily in an si distribution. Assessment: chronic low back pain. Bilateral leg pain. History of an l5-s1 spondylitic spondylolisthesis. (B)(6) 2003: patient presented for follow up and underwent MRI which showed degenerative disc disease at l3-4, l4-5, and l5-1 as well as severe l5 foraminal stenosis. (B)(6) 2003: patient underwent chest x-ray due to lumbar ddd. Result: an ill-defined radio density in the right mid lung perhaps represents a calcified pleural plaque seen anteriorly on the lateral radiograph. There is a granuloma in the left upper lobe. No definite acute infiltrate is appreciated. The cardiac silhouette is within normal limits for size. (B)(6) 2003: patient presented with chronic intractable low back pain status post lumbar de-compressive procedures with persistent back pain. The patient has failed all conservative measures. Patient underwent multiple courses of physical therapies without any relief. Assessment: degenerative disc disease l3-4, l4-5, l5-s1. 2. L5 foraminal stenosis. Preoperative diagnoses: degenerative disc disease, l3-l4 ,l4-l5, l5-s1, l5 radiculopathy, l5 foraminal stenosis. Patient underwent following procedures: anterior interbody fusion, l3-l4, l4-l5, l5-s1 using lt cages with bnp, followed by instrumented l3-s1 fusion with bilateral iliac crest graft. Instrumentation system used was tsrh-3d system by sofamor-danek. Patient also underwent exposure of anterior interbody fusion of l3-s1 for anterior interbody fusion. Per op notes, anterior retroperitoneal exposure was carried out by surgeon. A midline 18 x 22 mm cage was placed. At l4-5 segment, the 14x 22 mm cages were placed. Trajectory as previous was determined by ap lateral fluoroscopy. The disc was removed and a 14 mm double barrel retractor was placed after sequential distraction at this level, after which 14 x 20 cages were placed at bnp. Crest was exposed using subperiosteal technique. The screws were placed under fluoroscopic guidance. At no time was there violation of any of the cortices of the pedicle. Screws were placed at l3 and l4 bilaterally and s1 bilaterally. 7.5 screws were placed in s1 15 mm in length and 45 and 50 mm screws were placed in the l3-l4 pedicles. Generous bone graft was placed. This was put in place with osteofil. Rods were contoured for lordosis. Connectors were replaced on the rods. Connectors were placed over the pedicle screws and tightened. Patient underwent intra-operative lumbar spine x-ray. 18 aug 2003: patient was discharged to home.(B)(6)2003: patient presented for follow up post-op. Patient¿s axial spine pain was improved since surgery. X-ray showed satisfactory healing. He has had some subsidence across the 3-4 segments. (B)(6) 2004: patient presented for follow up with back pain. (B)(6) 2004: patient presented with constant extreme pain and described the pain as sharp, throbbing, aching, burning type pain with numbness and weakness in the back and tingling in the legs. His pain drawing showed a numbness the anterior thighs bilaterally, numbness and burning in the posterior thighs bilaterally, and pain in the upper lumbar area. X-rays taken today showed three-level lt cages at 3-4, 4-5, and 5-1 with apparent good healing, plus lateral grafting at 3-4 and 4-5 and to a lesser degree at 5-1. He has posterior modified tsrh instrumentation which is in good position with no evidence of loosening. (B)(6) 2004: patient presented with chronic back pain. Patient stated that he would have pain off and on from that time up until (B)(6) 2002, at which time he stepped off a curb and had more persistent low back pain. Despite physical therapy he persisted with his back pain. Subsequent to this lumbar fusion he has had worse back pain with bilateral hip pain as well. He had felt some kind of weakness and tingling in his legs. Patient was positive for depression and anxiety as well as sleep difficulty. Neck was supple. (B)(6) 2004: patient presented with severe back pain. (B)(6) 2004: patient underwent spinal fusion anterior/posterior approach at 3 levels, l3-4, l4-5, and l5-s1. (B)(6) 2004: patient presented with difficulty in urinating. Patient felt the need but could not urinate. Patient also complained of erectile dysfunction. Bladder ultrasound showed minimal post void residual. (B)(6) 2004: patient presented with back pain and bilateral leg pain. Pain was 10/10 in severity. Pain was described as constant, deep, stiff, and aching. Patient had dysfunction of his sexual functions including ejaculation and erection. Patient had numbness and pain down both lower extremities. Examination of his x-rays showed healing of the fusion at both interbody and posterior lateral with pedicle screws and interbody lt cages. There is no mal-position of the hardware. Assessment/plan: failed back syndrome.(B)(6) 2004: patient presented with elevated back pain, hypertension. (B)(6) 2005: patient underwent chest x-ray due to cardiomegaly. (B)(6)2005: patient presented with intractable persistent low back pain status post anterior posterior l3 through s1 fusion. Pre-operative diagnosis: low back pain, status post l3 through s1 fusion for degenerative disk disease. Patient underwent exploration of l3 through s1 fusion, removal of lumbar instrumentation and augmentation of posterolateral fusion. Per op notes, the facet screws were removed, and connectors and rods were removed. Screws were removed. Fusion seemed to be somewhat hypotrophic in some regions. Therefore, the area was decorticated, and bmp and total bone matrix were placed. Neurophysiologic monitoring was used throughout the entire case. This patient underwent intraoperative electrophysiologic procedure. Interpretation: intraoperative neurophysiologic monitoring is within normal limits. There is no electrophysiologic evidence of neural compromise to suspect new or increased neurological deficits related to surgical intervention. The patient underwent the above procedure without difficulty or complication. (B)(6) 2005: patient was discharged with discharge diagnosis of solid fusion. (B)(6)2006, (B)(6)2006: patient presented with problems of chronic constipation, but he has never had colon cancer screening. His only other complaint was occasional blood in his stool. Psychologic review suggested problems with nervousness, depression and anxiety. Assessment: patient with history of melena and also constipation. (B)(6) 2006: patient presented for colorectal cancer screening plus evaluation. Patient had a history of occasional blood in stool but he had problems with constipation due to chronic pain medication usage. Pre-operative diagnosis: blood in stool. Patient underwent colonoscopy. Post-operative diagnosis: normal colon except for very small internal hemorrhoids. (B)(6) 2006: patient presented with back pain. (B)(6)2007: patient presented with the issues of back pain and constipation. (B)(6) 2008: patient presented with shortness of breath issue and for cardiac check up. Patient had been experiencing dyspnea and questionable history of enlarged heart by outside studies. Assessment: restrictive cardiomyopathy; abnormal EKG; observation/suspected cv disease. Patient underwent echocardiogram due to cardiomegaly. Conclusion: abnormal chamber: mild bilateral atrial enlargement. Mild left ventricular hypertrophy. Normal wall motion. Normal left ventricular systolic function. No significant valvular dysfunction. No pericardial effusion. There are no prior studies for comparison. 6) the above findings are consistent with hypertensive heart disease. (B)(6) 2008: patient presented for follow up with back pain. Examination revealed numbness in neck region, c6, c7 numbness/tingling. (B)(6) 2009: patient presented with low back pain. (B)(6) 2009: patient presented with continued back discomfort status post fall 2 weeks ago. (B)(6) 2009: patient presented with extreme pain and left lower extremity edema. Patient was unable to loose weight. (B)(6) 2009: patient presented for follow up. (B)(6) 2010: patient presented for follow up. A CT scan of the lumbar spine with sagittal reconstruction showed excellent trabeculization across the 3-4, 4-5, and 5-1 fusions. There is no evidence of a nonunion or failure of the fusion. The patient does have significant arthropathy of the si joints bilaterally. There is severe arthrosis at the 2-3 joint. Plain x-rays of the cervical spine from (B)(6) 2008 showed moderate degenerative changes. (B)(6) 2010: patient presented for follow up on lab results. (B)(6) 2011: patient underwent left forearm biopsy due to diagnoses of nodular basal cell carcinoma and solar elastosis. (B)(6) 2012: patient presented for follow up. Assessment: pure hypercholesterolemia; unspecified hypothyroidism; encounter for long- term (current) use of other medication. (B)(6) 2012: patient presented for follow up with mid back pain. Patient could not do as much as he used to do. Assessment: chronic pain syndrome; pure hypercholesterolemia; unspecified hypothyroidism; essential hypertension, benign; degeneration of thoracic or t thoracolumbar intervertebral disc; other testicular hypofunction; encounter for long-term (current) use of other medication. (B)(6) 2012: patient presented for follow up with back pain. Assessment: need for prophylactic vaccination and inoculation, influenza; chronic pain syndrome; pure hypercholesterolemia; unspecified hypothyroidism; other testicular hypofunction. (B)(6) 2013: patient presented with a mole on his left temple that has started growing in size. Assessment: actinic keratosis. (B)(6) 2013: patient presented with same aches and pains. Assessment: chronic pain syndrome; pure hypercholesterolemia; unspecified hypothyroidism; other testicular hypofunction. 10 (B)(6) 2013, (B)(6) 2014: patient presented for follow up. Assessment: need for prophylactic vaccination and inoculation, influenza; chronic pain syndrome; pure hypercholesterolemia; unspecified hypothyroidism; essential hypertension, benign; degeneration of thoracic or thoracolumbar intervertebral disc; other testicular hypofunction. (B)(6) 2013: patient presented for pneumonia vaccine. Assessment: need for prophylactic vaccination and inoculation against unspecified single disease. (B)(6) 2014: patient presented for follow up. Assessment: routine general medical examination; pure hypercholesterolemia; unspecified hypothyroidism; essential hypertension, benign; chronic pain syndrome; other testicular hypofunction; degeneration of thoracic or thoracolumbar intervertebral disc. (B)(6) 2014: patient presented with steady pain to right side going down into leg. Assessment: chronic pain syndrome; pure hypercholesterolemia; unspecified hypothyroidism; essential hypertension, benign;other testicular hypofunction. (B)(6) 2014: patient presented with a mole on his upper left shoulder which looked similar to a ¿malignant melanoma¿. Patient lost around 10 pounds. Assessment: chronic pain syndrome; pure hypercholesterolemia; unspecified hypothyroidism; essential hypertension, benign; other testicular hypofunction.(B)(6) 2015: patient presented for follow up. Assessment: routine general medical examination; pure hypercholesterolemia; unspecified hypothyroidism; essential hypertension, benign; chronic pain syndrome; other testicular hypofunction. (B)(6) 2015: patient presented with chronic pain. Assessment: chronic pain syndrome; pure hypercholesterolemia; unspecified hypothyroidism; essential hypertension, benign; degeneration of thoracic or thoracolumbar intervertebral disc. On (B)(6) 2005 the patient presented with admitting diagnosis of failed back syndrome. The patient underwent CT of lumbar with contrast due to failed back syndrome.

Event description:
It was reported that on (B)(6) 2002: per the billing records the patient underwent MRI scans. On (B)(6) 2003: per the billing records the patient underwent unknown radiological test. On (B)(6) 2004: per the medical records the patient underwent therapeutic sessions. On (B)(6) 2005: neurologic: cranial nerves ii through xii were grossly intact. Motor examination shows motor strength at 5/5 in all groups. Sensory examination shows decreased pin prick diffusely. Reflexes were 1- throughout. Neuro exam: pearl obeys commands <(>&<)> able to move extremities equally. On (B)(6) 2015 the patient presented to the office for check up and refills and with complaints of continued back problems. On (B)(6) 2015 the patient presented to the office for check up and with complaint of weight fluctuations.

Manufacturer narrative:
(B)(6). (B)(4).